Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradually increasing pace impedance measurements that reach out of range measurements as high as 2,222 ohms. It was noted that pacing thresholds and sensing were within range, and there was no evidence of lead noise. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. This rv lead remains in service and will continue to be monitored at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradually increasing pace impedance measurements that reach out of range measurements as high as 2,222 ohms. It was noted that pacing thresholds and sensing were within range, and there was no evidence of lead noise. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. This rv lead remains in service and will continue to be monitored at this time. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms. Additionally, this ICD system delivered six bursts of anti-tachycardia pacing (atp) and six shocks. It was suspected that the delivered therapy was inappropriate, however technical services (ts) was unable to confirm if atrial arrhythmia was present, this system remains in service. No additional adverse patient effects were reported.